Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, occlusion of the ivc and underwent the filter removal attempt six years and five months post implantation. The patient also reports to be suffering from swelling of the lower extremities, pain in the legs, varicose veins, mental anguish and anxiety. According to the medical records, the patient had a history of left lower extremity deep vein thrombosis (dvt). The filter was successfully deployed below the renal veins during the index procedure and there were no reported complications. Although the ppf states that the patient underwent an attempt to remove the filter, the procedure indicated in the medical records was a selective superior vena cavagram and a selective right and left venogram of collateral veins. (B)(4). As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of left lower extremity deep vein thrombosis (dvt). The filter was successfully deployed below the renal veins during the index procedure and there were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, clotting and complete occlusion of the inferior vena cava (ivc) filter, causing chronic venous stasis, decreased flow in lower extremity deep veins, and extensive fibrosis, and filter is unable to be removed. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient profile from (ppf), the patient had blood clots, occlusion of the ivc and underwent the filter removal attempt six years and five months post implantation. The patient also reports to be suffering from swelling of the lower extremities, pain in the legs, varicose veins, mental anguish and anxiety. Although the ppf states that the patient underwent an attempt to remove the filter, the procedure indicated in the medical records was a selective superior vena cavagram and a selective right and left venogram of collateral veins. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Venous stasis, swelling of the legs, varicose veins are not evidence of device malfunctions, these are all clinical presentations and maybe related to the underlying reasons for initial filter placement. Fibrosis does not represent a device malfunction, and may be related to the process of the body reacting to the placement of the medical device. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, clotting and complete occlusion of ivc filter, causing chronic venous stasis, decreased flow in lower extremity deep veins, and extensive fibrosis, and filter is unable to be removed. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. The optease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots within the device do not represent a device malfunction. The brief mentioned collateral circulation. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Also mentioned in the brief was venous stasis. Venous stasis is a condition of slow blood flow in the veins. This venous insufficiency is sometimes caused by dvt and high blood pressure inside the veins. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(4). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, clotting and complete occlusion of ivc filter, causing chronic venous stasis, decreased flow in lower extremity deep veins, and extensive fibrosis, and filter is unable to be removed. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.